Event description:
It was reported that the patient had a loss of stimulation and therapeutic effect. The patient decided she did not like the stimulator and had it explanted. A company representative was not present for the consult or during the removal, but had made sure the device was off prior to removal. The patient¿s status was alive with no injury. Additional information was requested from the patient¿s physician regarding the event. If received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).